Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. Associated products provided are qualified. The product investigation could not identify a root cause for the reported events. The implanted lens is a non-toric model and does not correct for astigmatism. . There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported experiencing vertigo since the day of her cataract surgery with intraocular lens (iol) implantation. Additional information was provided by the consumer, who reported that the vertigo is gone. Reading vision has improved to 20/30. The long distance vision is not that good and I still see halos when driving at night. The vertigo stopped about 2 weeks after surgery. No treatment. Reading vision is excellent. The far vision not good. Can't read street signs or tv small letters. Computer reading is difficult also sees halos around lights at night. Far vision is better with glasses. The consumer provided information regarding two iols which would indicate that the event was bilateral. Additional information was provided by a nurse, who reported that in the surgeon¿s opinion there was no adverse event that occurred. Patient has residual myopic astigmatism in each eye. There was no patient harm. The patient continues to have dry eyes and uncorrected astigmatism. Awaiting end of 3-month postoperative period before addressing residual astigmatism. The patient was advised to increase lubrication. The prognosis is excellent. No intervention necessary, aside from possible future astigmatism reduction. There are two medical device reports associated with this consumer. This report is for the right eye after receiving additional information that indicated that the event was bilateral.

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).